Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 27 mg/dl. Cause was not known. The customer required assistance from spouse to call ambulance who assisted the customer with glucagon injection and dextrose. The customer's bg was at 127 mg/dl when the ambulance left. The pump history was reviewed, and the pump worked as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.